Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 28-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2022, the patient had an x-ray of the lead, which indicated the lead was broken. The patient's neurosurgeon wanted an impedance check done to verify. The rep did the impedance check and electrodes 8-15 were unusable. The rep noted the patient's programming was using only electrodes 0-7. The cause of the lead break was not known / determined. No surgical intervention is necessary at this time. No allegations were made against the implanted neurostimulator (ins).  No symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 28-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2022, the patient had an x-ray of the lead, which indicated the lead was broken. The patient's neurosurgeon wanted an impedance check done to verify. The rep did the impedance check and electrodes 8-15 were unusable. The rep noted the patient's programming was using only electrodes 0-7. The cause of the lead break was not known / determined. No surgical intervention is necessary at this time. No allegations were made against the implanted neurostimulator (ins).  No symptoms reported.